Event description:
Consumer alleges that her heating pad caught on fire. No injuries were reported with this incident.

Manufacturer narrative:
The product has been requested from the consumer to determine if the incident arose from abuse/misuse of the pad (i.e. Bunching/folding/crushing). A prepaid label was sent to the consumer for return of the product. The consumer has not returned the product.